Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The orange (+5v) was open in the trunk cable connector. The open wire caused the reported service code 204. The root cause for the open orange wire could not be positively identified but was likely excessive force on the trunk cable connector. No adverse event resulted from the open wire. The patient received a replacement electrode belt.